Event description:
It was reported that a third device was affected. No further info provided. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
, Corrected data: please disregard the reports submitted with the MFR: 3012307300-2022-15179. The reports were submitted in error.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached to complaint object: this defect notification encompasses two customer complaints with (B)(4). Both complaints came from the same customer and the same lot but we cannot point to the specific lot numbers for the 3 leaking units as there were multiple lots used for the total lot compounded. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history review could not be performed., corrected data: d4: correction: model number: should be blank (not completed).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-15179]. The report was submitted in error., corrected data: corrected information provided in h10.